Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, around 1:30 pm after lunch, the pediatric patient was doing class work and felt low. The cgm was showing that the patient was high (no value provided). She started to feel shaky, zoned out, tired and weak so she went to the nurse's office. The nuse took a finger stick and it was 63 mg/dl while the cgm was 120 mg/dl. The patient was given peanut butter desserts to increase her blood sugar. At that time, it was reported that the patient's insulin pump was giving a bolus because it was showing the patient was high. Another finger stick was taken and the patient's bg went down to 51 mg/dl while the cgm was still showing 120 mg/dl. The patient rested until their parent came to pick them up. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.